Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In 2010 the recipient started using the device irregularly. He had only some perception of sound and no speech comprehension. The recipient was seen at the clinic in (B)(6) 2017 for an annual control. The clinic confirmed that he had no speech-understanding and was a non-user of the device. According to the ent physician, the electrode migrated into the ear canal. It was reportedly the recipient's wish to be explanted. The device was explanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Also, due to the condition of the active electrode the earlier reported short circuit could not be identified. Based on received information, it could be assumed that the device was explanted due to the observed active electrode lead extrusion into the external auditory canal, which is most likely due to medical reasons. This is a final report.

Event description:
The recipient is a non-user of the device; he had no speech-understanding and requested explantation. Irregular usage of device began in 2010; the recipient just had some perception of sound, but with no speech understanding. According to the ent physician the electrode had migrated into the ear canal. There was no accident, trauma or allegation against the device reported. The device was explanted.